Manufacturer narrative:
The safety bar of the cot rode over a large syringe that was lying on the floor of the ambulance, causing the safety bar to skip over the safety hook. Due to the weight the incubator on the cot, the single operator was not able to control the cot and caused it to drop onto the bumper of the ambulance.

Event description:
It was reported a cot missed the safety hook and dropped off of the back of the ambulance while being unloaded by one operator. The operator reported that he lost control of the cot. The headsection was damaged as a result.